Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the light blue main body of a minicap transfer set was cracked. This occurred during use for peritoneal dialysis therapy; further described as ¿the next day they start to use it¿. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: h3, h6. H10: the actual device was not available; however, two photographs of the sample were provided for evaluation. A visual inspection of the photos with the naked eye noted a crack on the main body. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.